Manufacturer narrative:
In review, it was noted that the following information inadvertently was not mentioned in the section ¿b5¿ of the initial MDR report; therefore, the information is captured in this supplemental MDR report as indicated below: there was patient contact, and the affected eye was the left eye (os). There was no incision enlargement required. The outcome did not significantly interfered with patient¿s activities of daily life. Device available for evaluation? Yes. Date returned to manufacturer: aug 27, 2021. Returned to manufacturer: yes. Device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification after cleaning the lens, revealed a bent haptic. The complaint issue was confirmed; however, based on the fact that the lens was handle during loading this issue can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed one additional complaint was received for this production order number. Although the complaint issues reported are related, no further investigation was required for that one case and therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). Lens was not inserted and a back up lens was used during the same procedure. If explanted; give date: n/a (not applicable). Lens was not inserted and a back up lens was used during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) back haptic was bent/broken when loading in the cartridge. There was patient involvement. The lens was not inserted and the procedure was completed using a back up lens. Reportedly, the patient has recovered. No further information was provided.